Event description:
It was reported that the patient presented remotely with blood infection and no device malfunction. The pacemaker (pm), atrial lead and right ventricle (rv) lead were explanted. No patient symptom was reported.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
New information received notes that the physician did not allege that the infection is related to abbott products and abbott procedure. The patient was stable throughout the procedure.